Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that no anomalies were found.

Event description:
It was reported that during the implant procedure, lead was implanted but no electrical values were obtained when measuring. The lead was finally replaced with a new lead model icf09b. The iph09b lead was not implanted. No patient complications have been reported as a result of this event.